Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue was confirmed, and the pump was replaced. Reportedly, the customer reverted to an alternate method of insulin therapy.